Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that a fragment of the threaded tip was broken. Broken fragment was not returned for analysis. Additionally, the device was stuck with a holding sleeve (394.45). The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like improper handling, excessive force during use, or accidental impact. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A complete functional evaluation cannot be performed due to broken component of mating device, however, it was intended to separate mating device and failed. The overall complaint was confirmed as the observed condition of the unk: screws: trauma would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure on (B)(6) 2024, the "wing screws" from one of the holding sleeves (55mm) broke. No adverse event were reported or caused any delays as procedure was just finishing. Surgeon couldn¿t remove the 5.0mm pin from the holding sleeve 55mm as the threads are pressing on the pin from the inside. No fragments generated. Procedure was successfully completed. During manufacturer's preliminary investigation of the returned devices it was identified that the unknown screw was broken and stuck with holding sleeve. This report is for one (1) unknown screw. This is report 2 of 2 for complaint (B)(4).